Event description:
It was reported that during surgery, when opening the instruments trays; from 3 trays that the surgeon had available, 1 was missing; causing a delay greater than 30 minutes and forcing the surgeon to change the original procedure to continue with the surgery.

Manufacturer narrative:
The associated device was not returned. A clinical analysis indicated that it was reported that a procedural delay of 1-2 hours occurred as a result of a device related issue. A total knee replacement was performed (using a competitor implant) rather than the planned uni procedure. There is no relevant supporting patient clinical information provided, and there is no report of the patient's current condition. Therefore, no further clinical assessment is warranted at this time. This issue has been submitted to our CAPA process in accordance with applicable internal CAPA procedures. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit will not be issued for the device.